Event description:
A lawsuit alleges the patient suffered physical and other injury due to the lead and states that on (B) (6) 2009, the patient died as a result of complications, due in part, to his defective sprint fidelis lead. It further alleges that prior to his death, on or about (B) (6) 2008, the patient experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention. It is also stated that the patient died as a direct and proximate result of defects in the lead. It had been previously reported the pace/sense portion of the lead was capped and replaced due to high impedances, oversensing, inappropriate therapies and a fracture. Review of manufacturer's database verified patient's death. There is no allegation from a health care professional that the death was device related. Cause of death has been researched and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. It is not known if the device was explanted post-mortem. Attorney later alleges patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. (Patient) has further suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective sprint fidelis lead removed or replaced." There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.